Event description:
It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 for more than four hours which was treated with insulin pump and patient does not know what led to high blood glucose level.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.